Event description:
Customer reported no audible or print for alarms in 2005, 8:26am, 5pcu 513-1, resulting in pt death. Customer reported that the volume at the cic was at 40% and was difficult to hear. After investigation by the customer, it was determined that cic speakers were plugged into the incorrect port. Ge healthcare's investigation into the reported occurrence is still ongoing.